Manufacturer narrative:
The device was returned to zoll medical australia's service department. The customer's report was observed and the front enclosure was replaced. The device was recertified and returned to the customer. The front enclosure was returned to zoll medical corporation, united states. The customer's report was verified; the front enclosure failed the resistance test on the power button. The front enclosure was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.